Manufacturer narrative:
(B)(4).

Event description:
It was reported " during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. As a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine".

Manufacturer narrative:
(B)(4) the reported complaint "an issue occurred in which the suture was not visible " was confirmed upon investigation of the returned sample. The confirmation is based on the investigation results showing that the device had a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. Based on a review of the device history record (DHR), the product met specification upon release. This investigation has determined that the device encountered the following failure modes: ul - CT did not unsheathe: the capsular tab (CT) was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - needle damaged: needle tip damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - needle damage: needle broken near needle spool occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. As a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine".